Manufacturer narrative:
The event date was approximated to (B)(6) 2019, implant date, as no event date was reported. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit blue system was implanted during a procedure performed on (B)(6) 2019. As reported by the patient's attorney, the patient has experienced an unknown injury. Boston scientific has been unable to obtain additional information regarding the event to date.

Event description:
It was reported to boston scientific corporation that an advantage fit blue system was implanted during a procedure performed on (B)(6) 2019, for the treatment of stress urinary incontinence. Reportedly, the mesh was implanted properly and appropriately. On (B)(6) 2019, after months of abdominal/pelvic pain, incontinence, bladder pain, and vaginal pain, it led the patient to seek treatment from a physician. The patient was told for the first time that the removal of the advantage fit was an option to attempt to treat her symptoms. Ultimately, the patient underwent a procedure for complete removal of the advantage fit on (B)(6) 2020. Currently, the patient continues to experience difficulties, including abdominal and pelvic pain, urinary problems, recurrence of incontinence, vaginal pain, numbness and tingling. Also, the patient continues to require medical care for her painful mesh-related conditions. Furthermore, the patient had experienced significant mental and physical pain and suffering. She also had sustained permanent injury which includes or more likely than not may include any of the following: pudendal neuralgia, obturator neuralgia, pelvic floor tension myalgia, hip adductor myalgia, complex regional pain syndrome, erosion, recurrent urinary tract infections, interstitial cystitis, chronic dyspareunia, bowel and bladder dysfunction, and anorectal pain. Reportedly, the patient will likely undergo medical treatment and procedures. Moreover, she had suffered financial or economic loss, including, but not limited to, obligations for medical services and expenses, and/or lost income, and other damages. Additional information received on january 14, 2022 medical and surgical history included cesarean section x 3, cholecystectomy, hysterectomy due to fibroids and bleeding, removal of 1 ovary, anxiety and depression, fibromyalgia, and sjogren's syndrome. The patient underwent a retropubic mid-urethral sling and cystoscopy procedure performed on (B)(6) 2019. On (B)(6) 2019, the patient presented with concerns of vulvar irritation and dryness. She also was worried about the healing of her recent sling surgery, and occasionally felt a pinching sensation after sitting for too long. Exam revealed that the vaginal incision was healing well and no signs of infection. The assessment was vulvar dryness, and the patient was recommended to use vitamin e, coconut oil or aquaphor externally. On (B)(6) 2019, the patient was seen for physical therapy for pelvic pain since having the sling procedure in march. She was seen again on (B)(6) 2019 for the chief complaints of pelvic pain, mixed urinary incontinence, and urinary urgency. Also, she had stated that she felt tenderness on the inside as well as around the outside of her vulva. She had been using lidocaine. In addition, her bowels would lean towards constipation in which she needed to take miralax daily. She also noted difficulty holding in stool when it was very loose and had difficulty holding in gas as well. She was also leaking with urine with strong urge to urinate when coughing and when getting in and out of the bed. There was an increased vulvar burning specially in hot weather and wearing incontinence pads made it worse. Moreover, the patient has been disabled due to depression and fibromyalgia since 2012. Her problem list following physical exam included poor motor planning, poor bowel/bladder habits, weakness, soft tissue muscle restrictions, and pain. The diagnoses included urinary incontinence, high tone pelvic floor dysfunction, levator ani spasm, mixed incontinence, pelvic floor pain. The plan was physical therapy once weekly for 12 weeks. Furthermore, the patient mentioned that the pain and burning decreased at the end of today's treatment, however, she demonstrates spasm of the left obturator that was noted during the intravaginal work. On (B)(6) 2019, the patient was in for her physical therapy follow-up visit. She was not feeling well and mentioned that she hasn't been able to sleep or eat lately. She had seen her urologist the week prior, and cystoscopy looked normal. She had an injection at the time and was in more pain that she had been that was described as a hot poker and constant burning. Also, she had a lot of anxiety and was shaking. Moreover, she was feeling depressed and admitted that she was not taking her depression medications regularly and that september was always a difficult month for her as that was the month her baby daughter was stillborn. She also mentioned about her suicidal thoughts during the treatment. Reportedly, the patient's mental health had a significant impact on her pain and functioning. The patient was walked to the emergency room by the physical therapist for further evaluation of her mental status. On (B)(6) 2019, the patient presented for her annual gynecological exam. She reported vaginal pain due to her vaginal sling, and bowel/bladder incontinence, and perineal pain. Her pelvic/vaginal pain only started after the sling surgery that happened on (B)(6) 2019. The patient was previously taking gabapentin (1500mg divided), had undergone trigger point injections and antibiotics, and she was also admitted for psychological evaluation at this time. She had been going to pelvic floor physical therapy (pfpt) but stopped after approximately 6 visits because it induced pain. Additionally, the patient stated that she had difficulty sitting or driving and she's not currently sexually active (was not previously either). Exam showed normal status post hysterectomy, well estrogenized mucosa, and no palpable scar or trigger points. Lidocaine was refilled. The patient was encouraged to continue pfpt, but was resistant, and she was encouraged to lose weight. On (B)(6) 2020, she had a gynecologic problem follow-up visit for her complaints of groin pain with vaginal tingling and numbness. She reported increased paresthesia and "fire ants" symptoms. The patient declined physical exam and declined pfpt. She was scheduled to have the sling removed. The patient requested referral to another specialist. On (B)(6) 2020, the patient underwent a retropubic mid-urethral sling removal and cystoscopy procedure. On (B)(6) 2020, the patient was in for her management of anxiety, panic attacks and depression. After the procedure, she tolerated higher dose of duloxetine, more compliant and thought that it had helped with fibromyalgia pain. She relayed that her mental state for the last few weeks, has been feeling anxious and depressed mainly arising from physical pain and discomfort following the sling removal. The patient also felt despondent about recovery and very anxious that she is not healing. She described past history with pain and feeling overwhelmed and had past hospitalizations for those reasons. Furthermore, the patient was also having incontinence, flank pain, and fever, and was seen in the emergency room (ER) on (B)(6) 2020, and now on cephalexin. On (B)(6) 2020, the patient was seen by the psychiatry and behavioral service and reported bladder pain, urinary incontinence for whichshe was started on oxybutynin, and left sided eye pain being treated with steroids for possible migraines or glaucoma rule out. On (B)(6) 2020, the patient called the clinic to report it felt like there was a big ball in her vagina like something is prolapsing. She was advised to make an appointment for an exam. On (B)(6) 2020, this was the patient's first appointment following discharge from acute psychiatric unit for worsening anxiety, insomnia and suicidal thoughts. The patient was picked up by police for a welfare check and disclosed a likely suicidal gesture. She was then admitted from (B)(6) 2020, to (B)(6) 2020. She was not taking zyprexa and was amenable to restarting seroquel which could helped improve her sleep/mood and would reduce anxious ruminations. Moreover, the only remarkable event was that the patient had an attempt to leave the unit and needed zyprexa prn, as she could not be verbally redirected. Reportedly, this was recalled by the patient later that this was as a dissociative event. Furthermore, the progress notes were reviewed, and it did appear that the patient did struggle opening to the staff or meaningfully engaging in working on her coping skills. On (B)(6) 2020, she had a follow-up visit for her sling removal that happened on (B)(6) 2020, and for her incontinence. It was noted that this time, the pain has been completely resolved. The patient felt like there was something out around the area of the excision, and during the examination, it was observed that there was a very mild vaginal mucosa scarring below the urethral meatus. On (B)(6) 2020, the patient was in for her urogynecology follow-up visit wherein she presented a high tone pelvic floor dysfunction and urinary tract infection (uti). She had been prescribed oxybutynin which the patient had not started. The patient described urge predominant mixed urinary incontinence, and it was noted that the urge incontinence had improved following botox. The patient was here for cystoscopy with macroplastique injections. During the review of systems, it was noted that the patient had vaginal dryness and vaginal soreness. Abdominal, genitourinary, and rectal exam showed no abnormalities. On (B)(6) 2020, the patient had a gynecologic annual exam, and she mentioned that her pain syndrome is much better following sling removal. She's also getting treatment from her urogynecologist and there was no more leaking. Also, the patient was performing some self-catheterization to complete emptying. (B)(6) 2020 on december 17, 2020, the patient called the clinic to report urethral pain once weekly that was severe and lasted 1-2 hours and once was so bad, she fainted. The patient felt this started after sling removal. The patient was advised to return to pfpt. On (B)(6) 2021, the patient had a virtual visit and she reported vaginal pain, burning groin pain, some severe dysuria, pain with sitting and tight clothing, urinary frequency with urgency, and stress urinary incontinence. The impression was obturator and/or pudendal neuralgia despite her mesh removal. Recommended treatment included pudendal protection, appropriate physical therapy, and obturator and pudendal nerve blocks. On (B)(6) 2021, the patient was in for her office visit for her complaints of pudendal and obturator neuralgia. She continued to be plagued by severe pain. The distribution appeared to be both in the pudendal and obturator distributions despite the complete mesh removal. The pathophysiology of the pain associated with these mesh products were reviewed by the physician. The mesh themselves could be a pain generator. Also, their proximity to muscles and neural structures such as the obturator and pudendal nerve blocks can cause pain from that level as well. Moreover, the treatment options going forward were reviewed. The patient firstly needs a pudendal and possibly obturator nerve blocks to see how much pain relief this results in. The patient then could consider nerve ablation treatment such as cryoablation. However, the physician felt that the dorsal root ganglion (drg) stimulation therapy might be particularly helpful since it could potentially cover both the obturator and the pudendal neuralgia aspects. Additional information received on may 03, 2022. On (B)(6) 2022, the patient had an office visit. She had a history of chronic and neuropathic pain of left shoulder, who presented to the office 2 weeks status post temporary peripheral nerve stimulator lead placement targeting the suprascapular nerve on the left on (B)(6) 2022. The patient had intraarticular joint injection with improvement in range of motion. Previous supra scapular nerve blocks were successful. She had pain with normal activities of daily living, getting dressed, bathing, going to doctor's appointments. She felt physical therapy made her pain worse by increasing activity level. Moreover, the patient described 80% improvement of left shoulder after pns placement, pleased with results. She has been working with stimulator reps for adjustment of stimulation settings, and was previously having overstimulation, then improved now. The patient was started with butrans patch 5mcg/hr and described limited improvement with this medication for pain symptoms. She stated that she had diagnosis of pudendal neuralgia and was interested in pudendal nerve blocks. Furthermore, the patient described having left sided pudendal neuralgia, vaginal pain, hypersensitivity, and allodynia increased pain with sitting. The patient's relevant active problem list included: high-tone pelvic floor dysfunction, ovarian cyst, chronic pain syndrome, morbid obesity, lumbar spinal stenosis, pyogenic granuloma, urinary incontinence, vaginal burning, atrophic vaginitis, lumbar radiculopathy, and myofascial pain dysfunction syndrome. The assessment was chronic left shoulder pain, central pain syndrome, and neuralgia of left pudendal nerve. The plan included left pudendal nerve block. During the review of systems, the patient was positive for fevers, headaches, constipation, dysuria, incontinence, urgency, numbness, tingling, anxiety, depression. Comprehensive assessment and treatment discussed with patient emphasizing need to leverage non-opioids and non-pharmacologic therapies. Patient voiced understanding and agreed to plan. Medication risks discussed extensively with patient including but not limited to opioids. All the questions of the patient were answered by the physician.

Manufacturer narrative:
Additional information: event onset date is unknown. The provided event date of (B)(6) 2019. Was chosen as a best estimate based on the first mentioned date the patient visited her physician due to symptoms. This event was reported by the patient's legal representation. Additional attorneys for the patient: (B)(6). Implanting physician: (B)(6). The removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information to block b5. Block b3: the exact event onset date is unknown. The provided event date of march 28, 2019 was chosen as a best estimate based on the first mentioned date the patient visited her physician due to symptoms. Block e1: this event was reported by the patient's legal representation. Additional attorneys for the patient: (B)(6). Implanting physician: (B)(6). Dr. (B)(6). (B)(6) hospital. (B)(6). Dr. (B)(6) (obstetrics & gynecology). (B)(6) hospital ob/gyn & midwifery. Dr. (B)(6) (department of psychiatry and behavioral sciences) dr. (B)(6) dr. (B)(6) (B)(6), pt (physical therapist). Block h6: patient codes e2006, e0123, e2330, e1002, e1405, e1310, e1311, e2401, e1715, e0126, e0402, e020201, e020202, e0205 and e232401 capture the reportable events of erosion, nerve damage (pudendal neuralgia and obturator neuralgia), pain (bladder pain, pelvic pain, anorectal pain, pelvic floor tension myalgia, hip adductor myalgia, complex regional pain syndrome, mental pain, vaginal pain, vulvar pain, groin pain, flank pain, and joint pain), abdominal pain, chronic dyspareunia, urinary tract infection, urinary problems, interstitial cystitis, bowel and bladder dysfunction, fibromyalgia, sjogren's syndrome, vaginal mucosa scarring, hypersensitivity, anxiety, depression, suicidal ideation, and fecal incontinence. Impact code f1202, f1903, f19, f23, f2303, f22 captures the reportable event of disability, retropubic mid-urethral sling removal, physical therapy, gabapentin, cephalexin, oxybutynin, duloxetine, lidocaine, and cystoscopy.

Event description:
It was reported to boston scientific corporation that an advantage fit blue system was implanted during a procedure performed on (B)(6), 2019, for the treatment of stress urinary incontinence. Reportedly, the mesh was implanted properly and appropriately. On (B)(6), 2019, after months of abdominal/pelvic pain, incontinence, bladder pain, and vaginal pain, it led the patient to seek treatment from a physician. The patient was told for the first time that the removal of the advantage fit was an option to attempt to treat her symptoms. Ultimately, the patient underwent a procedure for complete removal of the advantage fit on (B)(6), 2020. Currently, the patient continues to experience difficulties, including abdominal and pelvic pain, urinary problems, recurrence of incontinence, vaginal pain, numbness and tingling. Also, the patient continues to require medical care for her painful mesh-related conditions. Furthermore, the patient had experienced significant mental and physical pain and suffering. She also had sustained permanent injury which includes or more likely than not may include any of the following: pudendal neuralgia, obturator neuralgia, pelvic floor tension myalgia, hip adductor myalgia, complex regional pain syndrome, erosion, recurrent urinary tract infections, interstitial cystitis, chronic dyspareunia, bowel and bladder dysfunction, and anorectal pain. Reportedly, the patient will likely undergo medical treatment and procedures. Moreover, she had suffered financial or economic loss, including, but not limited to, obligations for medical services and expenses, and/or lost income, and other damages. ***additional information received on january 14, 2022*** medical and surgical history included cesarean section x 3, cholecystectomy, hysterectomy due to fibroids and bleeding, removal of 1 ovary, anxiety and depression, fibromyalgia, and sjogren's syndrome. The patient underwent a retropubic mid-urethral sling and cystoscopy procedure performed on (B)(6), 2019. On (B)(6), 2019, the patient presented with concerns of vulvar irritation and dryness. She also was worried about the healing of her recent sling surgery, and occasionally felt a pinching sensation after sitting for too long. Exam revealed that the vaginal incision was healing well and no signs of infection. The assessment was vulvar dryness, and the patient was recommended to use vitamin e, coconut oil or aquaphor externally. On (B)(6), 2019, the patient was seen for physical therapy for pelvic pain since having the sling procedure in (B)(6). She was seen again on (B)(6), 2019 for the chief complaints of pelvic pain, mixed urinary incontinence, and urinary urgency. Also, she had stated that she felt tenderness on the inside as well as around the outside of her vulva. She had been using lidocaine. In addition, her bowels would lean towards constipation in which she needed to take miralax daily. She also noted difficulty holding in stool when it was very loose and had difficulty holding in gas as well. She was also leaking with urine with strong urge to urinate when coughing and when getting in and out of the bed. There was an increased vulvar burning specially in hot weather and wearing incontinence pads made it worse. Moreover, the patient has been disabled due to depression and fibromyalgia since 2012. Her problem list following physical exam included poor motor planning, poor bowel/bladder habits, weakness, soft tissue muscle restrictions, and pain. The diagnoses included urinary incontinence, high tone pelvic floor dysfunction, levator ani spasm, mixed incontinence, pelvic floor pain. The plan was physical therapy once weekly for 12 weeks. Furthermore, the patient mentioned that the pain and burning decreased at the end of today's treatment, however, she demonstrates spasm of the left obturator that was noted during the intravaginal work. On (B)(6), 2019, the patient was in for her physical therapy follow-up visit. She was not feeling well and mentioned that she hasn't been able to sleep or eat lately. She had seen her urologist the week prior, and cystoscopy looked normal. She had an injection at the time and was in more pain that she had been that was described as a hot poker and constant burning. Also, she had a lot of anxiety and was shaking. Moreover, she was feeling depressed and admitted that she was not taking her depression medications regularly and that (B)(6) was always a difficult month for her as that was the month her baby daughter was stillborn. She also mentioned about her suicidal thoughts during the treatment. Reportedly, the patient's mental health had a significant impact on her pain and functioning. The patient was walked to the emergency room by the physical therapist for further evaluation of her mental status. On (B)(6), 2019, the patient presented for her annual gynecological exam. She reported vaginal pain due to her vaginal sling, and bowel/bladder incontinence, and perineal pain. Her pelvic/vaginal pain only started after the sling surgery that happened on (B)(6), 2019. The patient was previously taking gabapentin (1500mg divided), had undergone trigger point injections and antibiotics, and she was also admitted for psychological evaluation at this time. She had been going to pelvic floor physical therapy (pfpt) but stopped after approximately 6 visits because it induced pain. Additionally, the patient stated that she had difficulty sitting or driving and she's not currently sexually active (was not previously either). Exam showed normal status post hysterectomy, well estrogenized mucosa, and no palpable scar or trigger points. Lidocaine was refilled. The patient was encouraged to continue pfpt, but was resistant, and she was encouraged to lose weight. On (B)(6), 2020, she had a gynecologic problem follow-up visit for her complaints of groin pain with vaginal tingling and numbness. She reported increased paresthesia and "fire ants" symptoms. The patient declined physical exam and declined pfpt. She was scheduled to have the sling removed. The patient requested referral to another specialist. On (B)(6), 2020, the patient underwent a retropubic mid-urethral sling removal and cystoscopy procedure. On (B)(6), 2020, the patient was in for her management of anxiety, panic attacks and depression. After the procedure, she tolerated higher dose of duloxetine, more compliant and thought that it had helped with fibromyalgia pain. She relayed that her mental state for the last few weeks, has been feeling anxious and depressed mainly arising from physical pain and discomfort following the sling removal. The patient also felt despondent about recovery and very anxious that she is not healing. She described past history with pain and feeling overwhelmed and had past hospitalizations for those reasons. Furthermore, the patient was also having incontinence, flank pain, and fever, and was seen in the emergency room (ER) on (B)(6), 2020, and now on cephalexin. On (B)(6), 2020, the patient was seen by the psychiatry and behavioral service and reported bladder pain, urinary incontinence for which she was started on oxybutynin, and left sided eye pain being treated with steroids for possible migraines or glaucoma rule out. On (B)(6), 2020, the patient called the clinic to report it felt like there was a big ball in her vagina like something is prolapsing. She was advised to make an appointment for an exam. On (B)(6), 2020, this was the patient's first appointment following discharge from acute psychiatric unit for worsening anxiety, insomnia and suicidal thoughts. The patient was picked up by police for a welfare check and disclosed a likely suicidal gesture. She was then admitted from (B)(6), 2020, to (B)(6), 2020. She was not taking zyprexa and was amenable to restarting seroquel which could helped improve her sleep/mood and would reduce anxious ruminations. Moreover, the only remarkable event was that the patient had an attempt to leave the unit and needed zyprexa prn, as she could not be verbally redirected. Reportedly, this was recalled by the patient later that this was as a dissociative event. Furthermore, the progress notes were reviewed, and it did appear that the patient did struggle opening to the staff or meaningfully engaging in working on her coping skills. On (B)(6), 2020, she had a follow-up visit for her sling removal that happened on (B)(6) 2020, and for her incontinence. It was noted that this time, the pain has been completely resolved. The patient felt like there was something out around the area of the excision, and during the examination, it was observed that there was a very mild vaginal mucosa scarring below the urethral meatus. On (B)(6), 2020, the patient was in for her urogynecology follow-up visit wherein she presented a high tone pelvic floor dysfunction and urinary tract infection (uti). She had been prescribed oxybutynin which the patient had not started. The patient described urge predominant mixed urinary incontinence, and it was noted that the urge incontinence had improved following botox. The patient was here for cystoscopy with macroplastique injections. During the review of systems, it was noted that the patient had vaginal dryness and vaginal soreness. Abdominal, genitourinary, and rectal exam showed no abnormalities. On (B)(6), 2020, the patient had a gynecologic annual exam, and she mentioned that her pain syndrome is much better following sling removal. She's also getting treatment from her urogynecologist and there was no more leaking. Also, the patient was performing some self-catheterization to complete emptying. On (B)(6), 2020, the patient called the clinic to report urethral pain once weekly that was severe and lasted 1-2 hours and once was so bad, she fainted. The patient felt this started after sling removal. The patient was advised to return to pfpt. On (B)(6), 2021, the patient had a virtual visit and she reported vaginal pain, burning groin pain, some severe dysuria, pain with sitting and tight clothing, urinary frequency with urgency, and stress urinary incontinence. The impression was obturator and/or pudendal neuralgia despite her mesh removal. Recommended treatment included pudendal protection, appropriate physical therapy, and obturator and pudendal nerve blocks. On (B)(6), 2021, the patient was in for her office visit for her complaints of pudendal and obturator neuralgia. She continued to be plagued by severe pain. The distribution appeared to be both in the pudendal and obturator distributions despite the complete mesh removal. The pathophysiology of the pain associated with these mesh products were reviewed by the physician. The mesh themselves could be a pain generator. Also, their proximity to muscles and neural structures such as the obturator and pudendal nerve blocks can cause pain from that level as well. Moreover, the treatment options going forward were reviewed. The patient firstly needs a pudendal and possibly obturator nerve blocks to see how much pain relief this results in. The patient then could consider nerve ablation treatment such as cryoablation. However, the physician felt that the dorsal root ganglion (drg) stimulation therapy might be particularly helpful since it could potentially cover both the obturator and the pudendal neuralgia aspects. ***additional information received on may 03, 2022*** on (B)(6), 2022, the patient had an office visit. She had a history of chronic and neuropathic pain of left shoulder, who presented to the office 2 weeks status post temporary peripheral nerve stimulator lead placement targeting the suprascapular nerve on the left on (B)(6) 2022. The patient had intraarticular joint injection with improvement in range of motion. Previous supra scapular nerve blocks were successful. She had pain with normal activities of daily living, getting dressed, bathing, going to doctor's appointments. She felt physical therapy made her pain worse by increasing activity level. Moreover, the patient described 80% improvement of left shoulder after pns placement, pleased with results. She has been working with stimulator reps for adjustment of stimulation settings, and was previously having overstimulation, then improved now. The patient was started with butrans patch 5mcg/hr and described limited improvement with this medication for pain symptoms. She stated that she had diagnosis of pudendal neuralgia and was interested in pudendal nerve blocks. Furthermore, the patient described having left sided pudendal neuralgia, vaginal pain, hypersensitivity, and allodynia increased pain with sitting. The patient's relevant active problem list included: high-tone pelvic floor dysfunction, ovarian cyst, chronic pain syndrome, morbid obesity, lumbar spinal stenosis, pyogenic granuloma, urinary incontinence, vaginal burning, atrophic vaginitis, lumbar radiculopathy, and myofascial pain dysfunction syndrome. The assessment was chronic left shoulder pain, central pain syndrome, and neuralgia of left pudendal nerve. The plan included left pudendal nerve block. During the review of systems, the patient was positive for fevers, headaches, constipation, dysuria, incontinence, urgency, numbness, tingling, anxiety, depression. Comprehensive assessment and treatment discussed with patient emphasizing need to leverage non-opioids and non-pharmacologic therapies. Patient voiced understanding and agreed to plan. Medication risks discussed extensively with patient including but not limited to opioids. All the questions of the patient were answered by the physician. ***additional information received on january 24, 2023*** on (B)(6), 2021, the patient had an individual therapy/ counseling session that was conducted over the phone. The patient said her back and hip hurt and that she took a muscle relaxer, and she was sleepy at that time. The patient said she gets anxious more at night than during the day. The patient said she feels she has trouble concentrating in conversations due to her depression. The patient sleeps a lot and says she has been isolating. The patient did not use any coping skills to assist when feeling depressed or anxious. The patient said she tried to watch movies to distract herself. The patient said she can't use coping skills in the moment. The patient still had pain due to the sling that was taken out. She said due to the pain she felt, she had fainted at least two times a week, and it can hurt when she urinates. Pelvic floor therapy was recommended to the patient by her physician, but the patient felt it was invasive and did not want to undergo it. Additionally, the patient made limited progress, as evidenced by not using coping skills. On (B)(6), 2022, the patient had another individual therapy/ counseling session. The counselor sympathized with the patient as she discussed her physical pain. The counselor commended the patient on her progress with her agoraphobia, anxiety symptoms, and willingness to take a trip to indiana to see a friend. The patient was asked about her pain from the mesh implant. The patient was provided with psychoeducation with the definition, symptoms, causes, and treatments of agoraphobia. The etiology of the patient's anxiety was discovered with the progression to agoraphobia. The counselor empathized with the patient as she provided a trauma history. Furthermore, the counselor questioned the patient about any family history of mental illness. The patient complained that her stomach still hurts from ulcer. The patient moved gastrointestinal (gi) appointment to (B)(6). The patient reported crying and not relaxed. The patient was walking more around the parking lot. She also gets injections for pain from pelvic mesh implant. Additionally, the patient was distressed discussing about pain when she had pelvic mesh but in for urinary incontinence and trauma of going to a hospital with people who severely disabled. The patient believed that she had developed agoraphobia in 2019. The patient recalled having panic attacks when hospitalized to a certain hospital. The patient shared sometimes when she tried to push past her public fears. She had anxiety since she was a child by experiences of death in puerto rico.

Event description:
It was reported to boston scientific corporation that an advantage fit blue system was implanted during a procedure performed on (B)(6), 2019 for the treatment of stress urinary incontinence. Reportedly, the mesh was implanted properly and appropriately. On (B)(6), 2019, after months of abdominal/pelvic pain, incontinence, bladder pain, and vaginal pain, it led the patient to seek treatment from a physician. The patient was told for the first time that the removal of the advantage fit was an option to attempt to treat her symptoms. Ultimately, the patient underwent a procedure for complete removal of the advantage fit on (B)(6), 2020. Currently, the patient continues to experience difficulties, including abdominal and pelvic pain, urinary problems, recurrence of incontinence, vaginal pain, numbness and tingling. Also, the patient continues to require medical care for her painful mesh-related conditions. Furthermore, the patient had experienced significant mental and physical pain and suffering. She also had sustained permanent injury which includes or more likely than not may include any of the following: pudendal neuralgia, obturator neuralgia, pelvic floor tension myalgia, hip adductor myalgia, complex regional pain syndrome, erosion, recurrent urinary tract infections, interstitial cystitis, chronic dyspareunia, bowel and bladder dysfunction, and anorectal pain. Reportedly, the patient will likely undergo medical treatment and procedures. Moreover, she had suffered financial or economic loss, including, but not limited to, obligations for medical services and expenses, and/or lost income, and other damages. ***additional information received on january 14, 2022*** the patient underwent a retropubic mid-urethral sling and cystoscopy procedure performed on (B)(6), 2019. On (B)(6), 2018, the patient presented with concerns of vulvar irritation and dryness. She also was worried about the healing of her recent sling surgery, and occasionally felt a pinching sensation after sitting for too long. On (B)(6), 2019, during the physical therapy follow-up visit, the patient had pelvic pain, mixed urinary incontinence, and urinary urgency. Also, she had stated that she felt tenderness on the inside as well as around the outside of her vulva. She was given with lidocaine. In addition, her bowels would lean towards constipation in which she needed to take miralax daily. She was also leaking with urine with strong urge to urinate when coughing and when getting in and out of the bed. There was an increased vulvar burning specially in hot weather and wearing incontinence pads made it worse. Moreover, the patient has been disabled due to depression and fibromyalgia. Furthermore, the patient mentioned that the pain and burning decreased at the end of today's treatment, however, she demonstrates spasm of the left obturator that was noted during the intravaginal work. On (B)(6), 2019, the patient was in for her physical therapy follow-up visit. She was not feeling well, and mentioned that she hasn't been able to sleep or eat lately. Also, she had a lot of anxiety and was shaking. Moreover, she was feeling depressed and admitted that she was not taking der depression medications regularly. She also mentioned about her suicidal thoughts during the treatment. Reportedly, the patient's mental health had a significant impact on her pain and functioning. On (B)(6), 2019, the patient had vaginal pain due to her vaginal sling and also had bowel/bladder incontinence. Her pelvic/vaginal pain only started after the sling surgery that happened on (B)(6), 2019. The patient was previously taking gabapentin (1500mg divided), and she was also admitted for psychological evaluation at this time. Additionally, the patient stated that she had difficulty sitting or driving and she's not currently sexually active (was not previously either). On (B)(6), 2020, she had a gynecologic problem follow-up visit for her complaints of groin pain with vaginal tingling and numbness. She reported increased paresthesia and "fire ants" symptoms. On (B)(6), 2020, the patient underwent a retropubic mid-urethral sling removal and cystoscopy procedure. On (B)(6), 2020, the patient was in for her management of anxiety, panic attacks and depression. After the procedure, she tolerated higher dose of duloxetine, more compliant and thought that it had helped with fibromyalgia pain. She relayed that her mental state for the last few weeks, has been feeling anxious and depressed mainly arising from physical pain and discomfort following the sling removal. The patient also felt despondent about recovery and very anxious that she is not healing. Furthermore, the patient was also having incontinence, flank pain, and fever, and was seen in the emergency room (ER) on (B)(6), 2020, and now on cephalexin. On (B)(6), 2020, she experienced bladder pain, urinary incontinence wherein she was started on oxybutynin and as for her left sided eye pain she is now on steroids for possible migraines or glaucoma rule out. On (B)(6), 2020, the patient felt like there was a big ball in her vagina like something is prolapsing. On (B)(6), 2020, this was the patient's first appointment following discharge from acute psychiatric unit for worsening anxiety, insomnia and suicidal thoughts. The patient was picked up by police for a welfare check and disclosed a likely suicidal gesture. She was then admitted from (B)(6), 2020 to (B)(6), 2020. She was not taking zyprexa and was amenable to restarting seroquel which could helped improve her sleep/mood and would reduced anxious ruminations. Moreover, the only remarkable event was that the patient had an attempt to leave the unit and needed zyprexa prn, as she could not be verbally redirected. Reportedly, this was recalled by the patient later that this was as a dissociative event. Furthermore, the progress notes were reviewed, and it did appear that the patient did struggle opening up to the staff or meaningfully engaging ln working on her coping skills. On (B)(6), 2020, she had a follow-up visit for her sling removal that happened on (B)(6) 2020, and also for her incontinence. It was noted that this time, the pain has been completely resolved. The patient felt like there was something out around the area of the excision, and during the examination, it was observed that there was a very mild vaginal mucosa scarring below the urethral meatus. On (B)(6), 2020, the patient was in for her urogynecology follow-up visit wherein she presented a high tone pelvic floor dysfunction and urinary tract infection (uti). The patient was here for cystoscopy with macroplastique injections. During the review of systems, it was noted that the patient had vaginal dryness and vaginal soreness. On (B)(6), 2020, the patient had a gynecologic annual exam, and she mentioned that her pain syndrome is much better. She's also getting treatment and there was no more leaking observed. Also, the patient could do some self-catheterization to complete emptying. On (B)(6), 2021, the patient had a virtual visit and she presented pain consistent with obturator and/or pudendal neuralgia despite her mesh removal. On (B)(6), 2021, the patient was in for her office visit for her complaints of pudendal and obturator neuralgia. She continued to be plagued by severe pain. The distribution appeared to be both in the pudendal and obturator distributions despite the complete mesh removal. The pathophysiology of the pain associated with these mesh products were reviewed by the physician. The mesh themselves could be a pain generator. Also, their proximity to muscles and neural structures such as the obturator and pudendal nerve blocks can cause pain from that level as well. Moreover, the treatment options going forward were reviewed . The patient firstly needs a pudendal and possibly obturator nerve blocks to see how much pain relief this results in. The patient then could consider nerve ablation treatment such as cryoablation. However, the physician felt that the dorsal root ganglion (drg) stimulation therapy might be particularly helpful since it could potentially cover both the obturator and the pudendal neuralgia aspects.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6), 2019 was chosen as a best estimate based on the first mentioned date the patient visited her physician due to symptoms. Block e1: this event was reported by the patient's legal representation. Additional attorneys for the patient: (B)(6). Block h6: patient codes e2006, e0123, e2330, e1405, e1310, e1311, e2401, e1715, e020201, e020202, and e0205 capture the reportable events of erosion, nerve damage (pudendal neuralgia and obturator neuralgia), pain (bladder pain, pelvic pain, anorectal pain, pelvic floor tension myalgia, hip adductor myalgia, complex regional pain syndrome, mental pain, vaginal pain, vulvar pain, groin pain, flank pain, and joint pain), chronic dyspareunia, urinary tract infection, urinary problems, interstitial cystitis, bowel and bladder dysfunction, fibromyalgia, sjogren's syndrome, vaginal mucosa scarring, anxiety, depression, and suicidal ideation. Impact code f1202, f19, f23, f2303, f22 captures the reportable event of disability, retropubic mid-urethral sling removal, physical therapy, gabapentin, cephalexin, oxybutynin, duloxetine, lidocaine, and cystoscopy. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of october 10, 2019 was chosen as a best estimate based on the first mentioned date the patient visited her physician due to symptoms. Block e1: this event was reported by the patient's legal representation. Additional attorneys for the patient: (B)(6). Implanting physician: (B)(6). Block h6: patient codes e2006, e0123, e1310, e2330, e1405, e1311, and e2401 capture the reportable events of erosion, nerve damage (pudendal neuralgia and obturator neuralgia), urinary tract infection, pain (bladder pain, pelvic pain, anorectal pain, pelvic floor tension myalgia, hip adductor myalgia, complex regional pain syndrome, mental pain, and vaginal pain) chronic dyspareunia, urinary problems, interstitial cystitis, and bowel and bladder dysfunction. Impact code f19 captures the reportable event of additional surgery. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit blue system was implanted during a procedure performed on (B)(6) 2019 for the treatment of stress urinary incontinence. Reportedly, the mesh was implanted properly and appropriately. On (B)(6) 2019, after months of abdominal/pelvic pain, incontinence, bladder pain, and vaginal pain, it led the patient to seek treatment from a physician. The patient was told for the first time that the removal of the advantage fit was an option to attempt to treat her symptoms. Ultimately, the patient underwent a procedure for complete removal of the advantage fit on (B)(6) 2020. Currently, the patient continues to experience difficulties, including abdominal and pelvic pain, urinary problems, recurrence of incontinence, vaginal pain, numbness and tingling. Also, the patient continues to require medical care for her painful mesh-related conditions. Furthermore, the patient had experienced significant mental and physical pain and suffering. She also had sustained permanent injury which includes or more likely than not may include any of the following: pudendal neuralgia, obturator neuralgia, pelvic floor tension myalgia, hip adductor myalgia, complex regional pain syndrome, erosion, recurrent urinary tract infections, interstitial cystitis, chronic dyspareunia, bowel and bladder dysfunction, and anorectal pain. Reportedly, the patient will likely undergo medical treatment and procedures. Moreover, she had suffered financial or economic loss, including, but not limited to, obligations for medical services and expenses, and/or lost income, and other damages.